Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor did not pass incoming functional testing and the u608 that supplies 2.7v to the display had no output. The cause for the failure was isolated to a defective u608 component on the computer/analog (ca) board. The root cause for the defective u608 component could not be positively identified. There were no adverse events associated with the monitor malfunction.